Event description:
It was reported that a pt underwent a gastrectomy procedure in 2009. A few days later, the reservoir locking plates became very difficult to reactivate however, the reservoir was used until the next week when it was removed. There were no adverse pt consequences.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.